Event description:
Patient's father contacted in 2008 regarding tyco/kendall heparin 100 units/ml flush pre-filled syringe recall. Patient had two of the affected lots in home. Father reports patient last flushed port on four days earlier, and complained of stomach upset the next day. Replaced affected lots with bd brand of heparin flush pre-filled syringes. On five days after the original date: follow up with father and no further stomach upset reported with new bd brand when used to flush port. Dose or amount: 5 ml = 500 units. Frequency: twice weekly. Route: IV. Dates of use: 2008. Diagnosis or reasons for use: implanted port-a-cath patency. Event abated after use stopped: yes.